Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had discomfort at the implantable pulse generator (ipg) site and the ipg was no longer functioning as intended. It was noted that the discomfort was due to the waistband of the patient's pants being over the top of the ipg. No device malfunction was suspected. The patient underwent an ipg explant procedure and the explanted devices were disposed by the facility. The patient was doing well postoperatively.

Event description:
It was reported that the patient had discomfort at the implantable pulse generator (ipg) site and the ipg was no longer functioning as intended. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were disposed by the facility. No further information has been obtained. Additional information was received that the patient was doing well postoperatively.